Manufacturer narrative:
(B)(4).

Event description:
Clinical research representative contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the software showed a malfunction and could not recognize the device. No additional patient or event information is available.